Event description:
Two wires of the extension broke 1 mo after surgery. The extension was replaced. The pt was 'good' afterward. The pt outcome was reported as 'no injury'.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The extension related to this event was not identified. Two extension serial numbers were provided. We were unable to determine which catheter was the catheter related to the event. The unk extension was replaced in 2008.